Manufacturer narrative:
(B)(4). The sample was discarded, therefore an evaluation could not be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was unable to be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The home patient (hp) stated that the lines appeared to be connected properly and that no leaks were noticed. The technical service representative (tsr) explained the alarm to the hp and assisted with troubleshooting the alarm. The hp to finish with manual exchange and agreed to notify the peritoneal dialysis (pd) nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.